Event description:
A single action syringe pump was defective; it was not working and doing what it was supposed to be doing. Manufacturer response for action pump syringe, boston scientific action pump syringe (per site reporter): company rep coming to pick it up.